Event description:
The customer reported that the patient information center ix alarmed for a "pacer not pacing" event instead of an asystole on (B)(6) 2023 at 12:27 for the non-paced patient in room 2127/2 west when there was a 9 second pause with only p-waves noted and no qrs complexes on the ECG waveform.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The investigation was performed on the mx450 that was filed under another complaint. The complaint was escalated for technical investigation. The philips product support engineer reviewed the provided data and even though some information was incomplete, was able to determine that the device was functioning as designed and as stated in the device information for use (IFU). In addition, the device did alarm, red ***brady at the same time (12:27:31) which is the same alarm category as ¿asystole¿ which would have been expected and were acknowledged by the user. The philips technical consultant that visited the site also stated: checked the logs, no error in the logs for that station, all were working properly. The reported problem could not be confirmed. We see no evidence involving a failure of the piic device as the device was alarming appropriately at the mx450. The investigation within mfg#1218950-2023-00542, has been noted that there weren't any issues or events pertaining to the central station or any station at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.